Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an ablation procedure using the pulsed field ablation loop catheter, during which 38 applications were performed to complete vein isolation, the patient presented to the emergency room four days later with symptoms resembling acute pulmonary edema. A chest x-ray revealed "white lungs." A  diuretic medication was administered without improvement. The patient required high doses of oxygen to maintain blood oxygen saturation. On evaluation by pneumologists, bronchoscopy identified interstitial lung disease and an outbreak of pulmonary fibrosis. A computed tomography scan of the lungs described an ongoing inflammatory phenomenon and confirmed diffuse alveolar damage. The patient was treated with cortisone and initially responded well; however, an attempt to taper the cortisone dose was unsuccessful, as symptoms returned, necessitating restoration of the original dose. The event led to an extended hospitalization. No further patient complications have been reported as a result of this event.